Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photograph(s) for the device related to the reported event of pain, edema and rupture was reviewed on 31-july-2020. Visual analysis of the photographs identified black particle material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "pain," 'touch pain" " triple volume," "swelling ". The report of "bad result on blood test" is not related to the device. Healthcare professional reports rupture. The device has been explanted.